Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed january 29, 2015. H3 other text : device currently unavail. For analysis.